Manufacturer narrative:
Boston scientific received new information that the rv pacing impedance measurements continued to be intermittently >2000 ohms. A new red alert was issued in latitude for the out of range measurements. Available information indicates the lead and device remain in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were exhibiting consistently high pacing impedance measurements since implant of the device. Impedance measurements had been 1600 ohms to 1700 ohms shortly after implant, with a greater than 2000 ohm measurement later triggering a latitude red alert. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
The patient was brought in clinic, where all other lead diagnostic measurements were found to be normal, and no noise was able to be produced. Current records indicate that this rv lead and ICD remain implanted and in service at this time. Available information suggest that the physician is currently monitoring the situation. This event will be updated if any additional information becomes available.